Manufacturer narrative:
(B)(4). Additional information was requested. Devices (a) and (b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the first device would not hold. With the second device, after placing the clips on the cystic duct, the firing trigger could not open. They had to press the activator with force. It was not reported how the procedure was completed. There were no adverse consequences to the patient.